Manufacturer narrative:
Other devices listed in this report: cat. No.: 6260-9-336, v40 cocr lfit head 36mm/+10, lot code: 29161501. Cat. No.: 6021-4535, accolade (127 deg) size 4.5, lot code: 20094401. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported patient had a left total hip revision due to pain.

Manufacturer narrative:
An event regarding pain & revision involving an trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because devices were not returned for evaluation, and insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported patient had a left total hip revision due to pain.